Event description:
The boston scientific capio suture capturing device (disposable item) malfunctioned and broke the suture needle. A piece of the needle was lost. MFR, boston scientific, was made aware of problem.